Manufacturer narrative:
Per tandem user guide: your t:slim g4 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that pump turned off, pump would not turn on and an unspecified malfunction occurred after customer fell and was submerged into the water. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 269 mg/dl range.